Manufacturer narrative:
(B)(4).

Event description:
Procedure type: breast reduction. According to the reporter: the tip of the needle broke off in the patient. The tip was retrieved. A new suture was opened to complete the case. The operating room time was delayed 30 minutes. Tissue damage occurred due to additional dissection. No bleeding was reported.